Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter. The handle was opened and closed to release the clip from the catheter but still unsuccessful. Eventually, they were able to release the clip by manipulating the catheter. The procedure was completed with another resolution 360 clip. It was reported that the spring in the handle felt broken. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h11: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, it was found that the wire inside the handle was kinked. No other problems with the device were noted. The reported event of clip difficult to release from the catheter was not confirmed. It is possible that the physician unintentionally pulls the control wire with some pliers due to the difficulties experienced with the deployment of the clip, which could have caused the reported problem of handle being broken. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter. The handle was opened and closed to release the clip from the catheter but still unsuccessful. Eventually, they were able to release the clip by manipulating the catheter. The procedure was completed with another resolution 360 clip. It was reported that the spring in the handle felt broken. There were no patient complications have been reported as a result of this event.